Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to cardiovert a (B)(6) male patient, a popping sound was heard from the electrode pads. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that the patient subsequently sustained a first degree burn.

Manufacturer narrative:
The electrodes were returned for evaluation. Evaluation of the electrodes did reveal an energy concentration spot on the anterior electrode and a heavy presence of hair was found on the foam adhesive of the electrodes. The electrode pads were put through continuity testing without any discrepancies. Zoll recommends that patients are cleaned and clipped prior to applying electrode pads to assure good coupling of electrode to skin contact. This investigation was closed as improper patient preparation prior to the application of the electrodes. Analysis for reports of this type has not identified an increase in trend.